Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip applier could not be removed properly from the handle after being fired. After re-closing the blood vessel, clamped the proximal and distal ends separately, the user cut and removed the applier and clip directly to resolve the issue.